Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04412. It was reported that pt was experiencing a painful burning sensation when using the charging system to charge the ipg. A replacement charging system was sent to the pt.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.